Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a confirmed bladder infection since (B)(6) 2016. Their primary care doctor gave them oral antibiotics. They noted that it hurt where the stimulator was, all the way down to the bladder, which started when the infection started. They also noted that they were having trouble going to the bathroom since (B)(6), but, started going again since they had been taking the antibiotics. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.